Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft of the device was kinked at several locations along its length. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but, due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was initially reported to boston scientific corporation that an ultraflex esophageal ng stent was used during an esophageal stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of tumor growth from 32 to 39 cm (mid esophagus to lower esophageal sphincter). It was reported that the patient's anatomy was not tortuous. During a procedure this device could not cross a lesion, despite repeated dilatations with a 12mm cre balloon. It was reported that the catheter became kinked near the side port area at the proximal end of the stent. The stricture was dilated and the procedure was postponed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found the stent partially deployed.